Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that the n65 pulse oximeter display is missing segments in the pulse rate window. The pt was not harmed or injured as a result of the event.